Manufacturer narrative:
Medwatch / user facility report # mw5113437 was received on 18nov2022. Manufacturer's investigation conclusion the reported events of the protective weave sheath on the system controller¿s power cable being damaged and the serial number being rubbed off were unable to be confirmed. The heartmate ii system controller (s/n: unknown) was not returned for analysis. Per the provided information there was no damage observed to the underlying layer of the power cable. Additionally, there was no alarm was associated with the event. No photos or additional documents were submitted for review. A root cause of the reported events was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's heartmate ii system controller had damage on the protective weaved sheath near the power source was broken all the way around, leaving the sheath below visible. No damage was found protective sheath underneath or in the driveline. This required a controller exchange. The controller was exchanged, which the patient tolerated well. The patient's original controller's serial number was rubbed off.